Event description:
It was reported that the device was used during an open gastric bypass, the reload failed to fire all the way. Surgeon stated that it partially fired then stopped. Another reload was opened and the case completed. There was no reported patient consequence.

Manufacturer narrative:
Information was not provided by the user. Wedge band bypass. Evaluation summary: the reload cartridge was returned with a wedge band bypass, as the left side was fully fired and the right side was not fired. In addition, the cartridge had a damaged spring cartridge lockout. Therefore, no functional test could be performed.